Event description:
Upon inspection of an IV line supplying insulin drip, the distal med port membrane had been pushed into the y-site. This caused a complete occlusion in the distal line, and insulin was leaking out the now open port. The administration set was changed and the insulin was re-hung.